Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the insulin pump had no delivery alarm during fixed prime. The blood glucose was 346 mg/dl at the time of the incident. Assisted customer in performing a 5.0 unit fixed prime and stated that, the insulin did not exit and pump alarmed no delivery. Customer declined troubleshooting for the high blood glucose. Customer waited three weeks for a replacement pump and now the pump was not even working. The insulin pump will not be returned for analysis.